Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent an open laparotomy and derivation due to intestinal obstruction procedure. The stapling device was applied to the jejunum. The patient already had two previous surgeries and was undergoing cancer treatments. During this surgery, all of the staple lines were in good condition. Forty-eight hours after surgery, three of the four anastomoses were opened. The patient had to undergo a reoperation to check and fix the anastomoses with suture. There was tissue damage as a result of the problem but was not considered permanent. The event extended the patient's hospitalization time. The patient is still currently at the hospital. Additionally, the cartridge of the stapler fell into the cavity of the patient. The patient is recovering from the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open laparotomy and derivation due to intestinal obstruction procedure. The stapling device was applied to the jejunum. The patient already had two previous surgeries and undergoing cancer treatments. During this surgery, all of the staple lines were in good condition. Forty-eight hours after surgery, three of the four anastomoses were opened and founded the intestine opened and the staples around the tissue. The patient had to undergo a reoperation to check and fix the anastomoses with suture. There was tissue damage as a result of the problem but was not considered permanent. The event extended the patient's hospitalization time. The cartridge of the stapler fell into the cavity of the patient. The patient stayed in the hospital all the time until died. The patient outcome is expired.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photograph of a surgical procedure which involved a single use loading unit. The visual inspection of the returned photograph noted an open wound. The photograph is not clear enough to determine if there is presence of any staple line or the formation of the staples. No image of the unit was provided. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.